Event description:
During the insertion of a triple lumen catheter the guide wire became unraveled inside the pt. When the physician removed the guide wire, it was down to a single thread. The attempt to insert the catheter utilizing the same guide wire had been done three previous times (all on the same occasion). On the first three occasions the physician was unable to thread the guide wire due to meeting an obstruction.